Manufacturer narrative:
Conclusion: 68a - no device returned, no conclusion can be drawn

Event description:
Physician reported pt's recent mammogram showed evidence of a "herniation/ruptured" implant.